Manufacturer narrative:
(B)(4). Concomitant medical products - unknown 36mm femoral head, unknown trilogy acetabular cup, unknown trilogy acetabular liner, all catalog#'s: ni all lot's#: ni. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in a journal article received that patient underwent a hip revision procedure approximately 70 months post-implantation due to two dislocations, pseudotumor formation, taper corrosion and brooker grade 2 heterotopic ossification. No additional patient consequences were reported.

Manufacturer narrative:
This article was written by: n. J. Lash,m. R. Whitehouse, n. V. Greidanus, d. S. Garbuz, b. A. Masri, c. P. Duncan.

Event description:
Information was received based on the journal article entitled, delayed dislocation following metal-on-polyethylene arthroplasty of the hip due to ¿silent¿ trunnion corrosion. The aim of the article was to present a case series of ten metal-on-polyethylene total hip arthroplasties (mop thas) with delayed dislocation associated with unrecognized adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. It was reported that a patient was revised 70 months after surgery due to dislocation, pseudotumour, taper corrosion, ho brooker gd 1. No further information to report at this time.